Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's spouse reported via phone call of issues with the customer's insulin pump. The spouse states the pump had loose drive support cap. The customer's blood glucose level at the time of incident was 114mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
Pump was received with missing end cap sticker, cracked case at displaywindow corner and cracked reservoir tube lip. Drive support disk wasinspected and no anomaly was noted.